Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon would not inflate. UDI number is not available. The event occurred during the procedure but the product was not used for patient. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The procedure was completed with another device. The surgical time was not extended. The patient gender is not available. The patient age is not available. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator, insufflation syringe and valve seal were received. The valve seal ,locking collar and the balloon appeared intact. Functionally, the balloon was inflated and did not demonstrate any leaks. There were no other functional abnormalities. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Should new information become available, the file will be re-opened and reassessed at that time.